Event description:
The patient was characterized by having a small distal aorta. The decision to place stents inside the right iliac leg extension had been considered but was not definately decided upon until the procedure was in progress. The internal right iliac was embolized and the leg extension was taken down into the external right iliac. Physician chose to place additional stent for added support to the limb.